Event description:
User facility states device is inserted through trocar sleeve with automatic trap valve. (A non-wolf product). When a current of 20 units was generated through the instrument, it was noticed that the instrument arcs at holes where the insullation was damaged. There is concern that this malfunction may cause injury to a patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.